Manufacturer narrative:
Device was received and evaluated. Evaluation determined that the device was found with damaged sdi 1 and sdi 2 (serial digital interface) ports at the rear of the unit causing no image. In addition, the filter screen was observed with scratches. The identified parts needs to be replaced. The device was placed for repair. Reported failure was found to be due to damage sdi ports attributed to electronic component failure. Root cause likely due to users maintenance and or handing issue.

Event description:
It was reported that during preparation for use the device exhibited loss of image, loose connector was observed at the back of the unit. There was no patient involvement on this event. No user harm reported.

Manufacturer narrative:
This supplemental report is being submitted to provide review of the device history records (DHR) and investigation conclusion. The root cause of the reported issue was not identified. The reported failure was due to sdi ports were damaged. The cause of the damaged sdi port cannot be identified. Possible cause of the damage to the port can be due to the handling due to the addition of external force. Olympus will continue to monitor complaints for this device.